Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported there was an issue with the video processor image quality. The issue occurred during a functional endoscopic sinus surgery (fess) procedure, and the patient experienced a cerebrospinal fluid (csf) leak. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and receipt of additional information. The subject device was not returned to olympus for evaluation. However, the investigation was completed based on the provided information by the customer and field service. The complaint was confirmed; however, the root cause of the reported device failure and adverse event could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: the monitor (third party) used by the doctor does not appear to be compatible with the olympus processor. Olympus recommended performing a firmware update. In addition, it was advised to ensure that the processor is not switched on until the device is plugged in. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer that the cerebrospinal fluid (csf) leak prolonged the procedure because the hole had to be closed. It was further reported that the procedure was completed, and the patient's condition was reported as "ok." No further information was provided.